Manufacturer narrative:
Lot number information has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A box containing six catheter passers was returned for evaluation. Each of the six packages were visually expected and no evidence of condensation could be found. A review of manufacturing records was performed and it was found the that device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer, a catheter passer had condensation inside the sealed package. Was discovered when received, no patients involved.